Event description:
After passing the priming procedure the vitrectome does not work. A strange noise coming from the unit was reported by the user too. They have tried to use a spare vitrectome (not belonging to lot 2000394523) but it was not working neither. The same problem occurred 3 weeks ago, the past complaint is registered under 46924.

Manufacturer narrative:
The module was returned to d.o.r.c. For investigation. No malfunction or strange noise could be reproduced. Subsequent technical inspection could not certify this issue. No root cause was found from the investigation of the module. The logfiles also reported an air142 (no compressed air detected. Air - fluid exchange and vgpc are not available). Therefore, a burn-out test was simulated to test the performance of the eva machine after changing the vitrectome module. No root cause for the air142 was found from the performance test of the eva machine after changing the vitrectome module. Conclusion: the route cause for this issue cannot be determined from the investigation of the medical device. - attachment: [mir47142_final report_signed.pdf]

Manufacturer narrative:
After passing the priming procedure the vitrectome does not work. A strange noise coming from the unit was reported by the user too. They have tried to use a spare vitrectome (not belonging to lot 2000394523) but it was not working neither. The same problem occurred 3 weeks ago, the past complaint is registered under (B)(4).

Event description:
After passing the priming procedure the vitrectome does not work. A strange noise coming from the unit was reported by the user too. They have tried to use a spare vitrectome (not belonging to lot 2000394523) but it was not working neither. The same problem occurred 3 weeks ago, the past complaint is registered under (B)(4).